Manufacturer narrative:
Vyaire received the device for investigation. Visual inspection of the device found no visible signs of damage, defects or contamination. The device was connected to an external power source and post and event trace data was retrieved and reviewed. Device was connected to an ac power source and observed charge status light emitting diode began flashing amber, then after approximately 10-mins light emitting diode switched to green status. A ventilator check was performed, unit was found to be passing on all counts. According to event trace findings, the ventilator was found to be operating as intended. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
It was reported to vyaire medical that a patient expired during use on the lap top ventilator 1000. The customer reported there was no issue with normal operation of the unit noted during the event.

Manufacturer narrative:
Results of investigation: vyaire medical received th device for evaluation. A visual inspection of unit under test was performed and found no visible damage, defects, or contamination. Per the event trace, the vent period of operation began on (B)(6) 2022 at 11:52 and was powered down (B)(6) 2022 at 12:45 which equated to a total run-time of 1357 hours (approx. 57 days). Preventive maintenance of unit was reviewed, records indicate that the unit last underwent a 10k pm on (B)(6) 2021 at 106052 hour. No failures reported. According to event trace findings, the ventilator was found to be operating as intended. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.